Event description:
The manufacturer received information alleging a ventilator screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the ventilator screen was frozen. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the frozen ventilator screen. The device was visually inspected, and no defects were found. The original device error log was downloaded and 2 "touchscreen fail" errors were observed. The suspect component was tested, and no unexpected errors were generated. The product investigation laboratory was able to make numerous setting changes using the touchscreen and the display was backlit. The product investigation laboratory was unable to confirm the complaint of the triology evo system pca causing the display freezing. All parts were found to be functioning as expected with no visible damage present. This device complaint has been determined to be not reportable.